Event description:
Add'l evnt info rec'd from the reporting physician identified that 14 days following a double product plateletpheresis donation the donor presented with symptoms of a swollen arm and parasthesiae. Pt claimed to have had tingling in their hand four days after the donation, followed by swelling and minor bruising in their upper arm. Doppler color duplex ultrasound was used to diagnose thrombosis in their subclavien vein extending into the left axillary vein. The donor was treated with heparin followed by warfarin for 4 months. Pt has been deferred from future donations.

Event description:
Baxter rec'd a report of a donor, of unknown age, developing an axillary vein thrombosis one to two days after their platelet donation. The physician who reported this to baxter feels there may be a connection between the axillary vein thrombosis and the platelet donation. The donor was reassessed after six months of anticoagulant therapy and found to have no predisposing factors for thrombosis. No add'l info is available at this time.